Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2015 was 450 mg/dl with abdominal pain and moderate ketones. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s settings were not recently changed. During troubleshooting, it was reported that: the pump¿s basal history and total daily dose basal history were appropriate for the programmed basal rates; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programmed; the pump was calculating recommended bolus totals correctly; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. No allegations or indications of pump malfunction or use error were reported or determined during troubleshooting. Animas customer technical service determined a reported recent change in physical activity level without adjustments to insulin regimen, change in pain level, and change in stress level contributed to the alleged hyperglycemia. The patient¿s healthcare provider requested pump replacement. This complaint is being reported because of an allegation of inaccurate delivery of unknown cause contributed to the alleged hyperglycemia.

Manufacturer narrative:
Follow-up #1 date of submission 06/30/2015-product analysis: the device was returned and evaluated by product analysis on 06/15/2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed the last basal delivery occurred on 04/22/2015 and the last bolus delivery occurred on 04/20/2015. No abnormal pump behavior or related alarms were observed. The pump¿s total daily dose basal history correlated appropriately to the user programmed basal rates. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.